Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. The sample was returned with a partially engaged trigger. Visual examination of the device revealed that the sample was returned with its rotation tab bent. A clip was partially loaded into the jaws and was loaded incorrectly. The second clip pressed up against the first clip and was slightly protruding from the channel. The first three clips were stacked against each other and two of these clips were manually removed from the sample. The second clip had a broken hook. The sample appears used as there was biological material found on the device. Functional inspection was performed on the returned sample by first completing the full trigger cycle. Upon engagement of the trigger again, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load as the pusher head was to the side of the clip. This pushed the clip out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining including the partially loaded clip, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 11 clips remaining in the channel including the partially loaded clip, indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that none of the clips were loaded into the jaws properly during a laparoscopic cholecystectomy. Therefore, the device was replaced with a new unit to complete the operation.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73e1900683 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that none of the clips were loaded into the jaws properly during a laparoscopic cholecystectomy. Therefore, the device was replaced with a new unit to complete the operation.